Event description:
Country of complaint: (B)(6). Surgeons found histoacryl was like oil and couldn't close the skin wound.

Manufacturer narrative:
Reported product not marketed in the us; however, similar product is. Us reporting agent notified on: (B)(6) 2015. Manufacturing site evaluation: evaluation on-going at original equipment manufacturer.